Event description:
It was observed during device evaluation, the digital visual interface cable of the xenon light source was defective. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility, and it was identified that the digital visual interface cable was defective. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.